Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 2 had a 3 mm x 1.5 mm non-transmural tear near commissure 2. What appeared to be serrated markings, and a straight laminar cut were observed near the tear on leaflet 2. Leaflet 3 had a 5 mm tear along commissure 3; calcification was evident near the tear. The sewing ring was cut around the valve. The wireform was exposed on commissures 1 and 2, and at the inflow aspect. Customer report of stenosis and calcification was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this 25 mm aortic pericardial valve, implanted approximately six (6) years, was explanted due to aortic stenosis secondary to severe calcification. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. After an implant duration of approximately four (4) years and six (7) months, the patient¿s blood velocity was 2.6 m/s. After an implant duration of approximately five (5) years, the patient¿s blood velocity was increased to 3.5 m/s. After an implant duration of approximately five (5) years and 7 month, the patient¿s blood velocity was increased more than 4.0 m/s, and this surgery was planned. This device was explanted and replaced with a 25 mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovering¿ at ICU. The condition of the valve at explant was reported as ¿there was almost no leaflets mobility at left coronary cusp and right coronary cusp, and the leaflet mobility was slightly confirmed at non-coronary cusp. The stent posts which corresponds to the commissure of right coronary cusp and left coronary cusp was marked with a blue prolene suture¿. The device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.